Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose value was over 600 mg/dl at the time. The customer was also reported that she had infusion set detachment. She was assisted in troubleshooting for the same. The insulin pump will not be returned for analysis.